Manufacturer narrative:
The anomaly observed in the field was confirmed. External abrasion was noted at 19.0-21.5cm from the connector pin consistent with friction to the ICD can. One sensing cable was abraded, with exposed wires and one sensing cable was fractured in this area. The metal of the cables was melted indicating an arc between the ICD and the cables.

Event description:
It was reported that the patient received inappropriate shocks due to high impedance. X-ray revealed insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.